Event description:
Complainant alleged that during biomed testing, the device's display was distorted and clinical information was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for investigation and the event report was captured in visual data provided by the customer. The device was put through extensive testing including power cycling and bench handling without duplicating the customer report. The reported problem was observed in the provided visual data. The lcd color cable assembly was replaced as a precaution. The device successfully passed the final test procedure, was recertified, and returned to the customer. Analysis of reports of this type has not identified an increase in trend.